Manufacturer narrative:
This supplemental report is being submitted to provide additional information for the manufacturing date. Updated field: h4.

Event description:
No additional information was received from the customer.

Event description:
It was reported that the patient underwent bronchoscopic lung volume reduction (blvr) procedure, wherein 2 valves were implanted to treat severe emphysema. Then 2 days after, the patient underwent subsequent valve removal of both valves due to acute on chronic respiratory failure with hypoxia and hypercapnia. The patient was then started on bilevel positive airway pressure (bipap) and was given antibiotics and steroids. Additionally, there was a report of mild infection through bronchoalveolar lavage (bal) sampling which was done during valve removal. The patient was treated with antibiotics, and the issues were resolved without further sequelae.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.